Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2020. Patient had no consequences as a result of the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing on their right ventricular lead causing reversion and high ventricular rate episodes. Programming changes were made to the device sensitivity settings. Patient condition after the event was stable.